Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the login attempt had failed. A technical support specialist (tss) restarted the services, backed up the database, dropped the database, and performed a full sync of the station. The case was closed as no issues were reported within 24 hours. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had unexpected data error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.